Event description:
It was reported during in clinic follow up that the pacemaker displayed an overestimation of battery longevity. There were no patient consequences and device will continue to be monitored.